Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an acute inflow cannula obstruction with 0.0l flow since (B)(6) 2024 at night. The site had requested log file review from (B)(6) 2024, but with the constant low flow events from the event log, the data capture was shortened to just several hours and could not provide events that occurred since 18oct2024. Technical services stated that in looking at the periodic log file for the system controller, the data logger was set to record every 6 hours and did not show any data for october. It went from (B)(6) 2024. It was communicated on (B)(6) 2024 that the patient returned on to the operating room (or) on (B)(6)2024 for a surgical intervention in an attempt to resolve the inflow cannula obstruction. The thrombus was confirmed via computed tomography angioplasty (cta) on (B)(6)2024. The patient went to the operating room and stents were placed in the outflow graft (ofg) and an attempt was made to perform a left ventricle thrombectomy for the ofg occlusion. At the time the patient returned to the operating room, there had been no flow through the pump for over 20 hours. Post procedure, the patient initially had some flow through the pump for a short period of time but then it appeared to occlude again. The patient returned to the intensive care unit on max vasopressor support and ultimately expired. It was noted that the report stated there was an ofg occlusion, however it was communicated as an inflow cannula occlusion.

Manufacturer narrative:
B5 narrative information. H6 health effect - clinical code updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further communicated on 03mar2025 that the cause of death was cardiogenic shock. The death was considered to be device related, and it was stated that the device did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on (B)(6) 2025 that the imaging showed obstruction in both the inflow cannula and ofg. It was unknown what kind of occlusion was present when the stents were placed in the outflow graft. It was stated that the left ventricle thrombectomy was performed to address the inflow obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump flow as low as 0.0 liter per minute (lpm). A specific cause could not be determined through the evaluation, but it was believed the low flow were due to the obstruction. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file captured events from 09nov2024 through 10nov2024. Continuous low flow alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 6 also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.